Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be investigated due to an unrelated issue. A review of the pump¿s black box revealed a related alarm. The pump powered on to the verification screen per normal. The pump¿s keypad buttons were observed to be unresponsive and further testing could not be performed. No contamination was observed on the keypad button contacts. Moisture was observed on the underside of the display screen and keypad connector; corrosion was observed on the motor flex cable connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).